Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.